Event description:
It was reported that this pacemaker system exhibited a right ventricular (rv) lead high out of range pacing impedance measuring above 3000 ohms as well as loss of capture, leading to a lead safety switch (lss). Technical services (ts) was consulted, and programming options were discussed. The patient is not pacing dependent, and the physician performed a magnetic resonance imaging (MRI), which was advised to be off labeled due to the out of range pacing impedance. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker system exhibited a right ventricular (rv) lead high out of range pacing impedance measuring above 3000 ohms as well as loss of capture, leading to a lead safety switch (lss). Technical services (ts) was consulted, and programming options were discussed. The patient is not pacing dependent, and the physician performed a magnetic resonance imaging (MRI), which was advised to be off labeled due to the out of range pacing impedance. No adverse patient effects were reported. This system remains in service.